Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer also reported insulin was squirting out during the manual prime process. Customer stated insulin did not squirt out when the button was released. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was protruded. Customer could not recall pressing on the cap while connected. Customer also reported when the escape and act button was pressed, the insulin pump would count up, restart and prompt a rewind after. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump filled a test reservoir/infusion set with no air bubble anomalies noted during testing. The insulin pump passed displacement test and rewind test. The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.